Event description:
Customer emailed us on (B)(6) 2021 to explain that they chose to seek medical care to have their cup removed because they could not remove it alone. Saalt requested additional information about their experience. The customer responded on (B)(6) 2021 explaining this was their first time using a menstrual cup and had the cup inserted in for 5 hours before choosing to seek medical attention. The customer indicated they could reach the rings at the bottom of the cup but couldn't pinch the cup to break the seal explaining the cup traveled higher in their vaginal canal then where they placed it. The customer used the instructions and the saalt website for removal tips. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.